Event description:
It was later reported that a new catheter was placed on (B)(6) 2014. The reporter could not recall the location of the previously reported fracture and did not recall the patient experiencing any symptoms. At the time of this report, it was assumed that the patient was receiving effective therapy, as the reporter had not heard from the hcp or the patient.

Event description:
It was reported that the physician found the catheter to be fractured when replacing the pump on (B)(6) 2014. The segment that was found to be fractured was explanted on (B)(6) 2014 and was to be returned. The patient was being scheduled for catheter replacement on (B)(6) 2014. The reason for the pump replacement was not provided; however, it was stated that there was no alleged product issue with the pump. It was unknown if there were any patient symptoms. Patient status at the time of the report was alive with no injury. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter found the catheter body to be broken. The sc connector was also found to have coring/tears/cuts in the seal that met leak criteria. Upon receiving the catheter, patency testing while attached to the pump showed the catheter to possibly be occluded. The catheter was not cut however due to no occlusion complaint at the sc connector. Dark material was also seen at the distal end and it was noted occlusion may have happened there. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.